Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (device was not implanted since the outer thermoform of the inner packaging was bent, the plastic container that holds the actual implant was also damaged).

Event description:
Healthcare professional reported via company representative "damaged consignment implant", "outer thermoform of the inner packaging is bent, so yes damaged". Healthcare professional further reported " the plastic container that holds the actual implant is damaged as well. We did not feel like it was safe to use this on a patient due to possible contamination". Device was not implanted. It is unknown if surgery was completed with a backup device.